Manufacturer narrative:
(B)(4) . Date of occurrence: (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event was reported to possibly be caused dry contamination. However, the cause remains unknown. The patient was treated at home with unspecified medication for the event of peritonitis. At the time of this report, the patient's recovery status was not reported. Peritoneal dialysis therapy was ongoing. No additional information is available.